Event description:
Bilateral rupture of gel implants (bilumen). A 65 yr old white female g2p2 with history of left biopsy times 3 in 1970, 1979 and 1980 for papilloma had indeterminate pathology on right biopsy 6/19/80 and cancer on left for which she had left simple mastectomy. She had a right modified radical mastectomy 7/18/80 for stage I cancer (pathology indeterminate with some pathologists reading cancer and others benign). Lymph nodes positive no evidence of disease. Pt had bilateral subpectoral reconstruction 10/16/80 with surgitek bilumens right 230:125, left 230:110. Pt complains of decreased size with history of trauma 6 yrs prior. Systemic complaints of arthalgias, myalgias, paresthesias, fatigue, right headaches, neurocognitive problems, gastrointestinal and genitourinary disturbances. Family history negative for breast cancer. Symptoms 7/8/94 showed bilateral rupture with widely torn envelope liquid gel, marked yellowing/cloudy moderate capsular scar with granulomatous moderate histocytes.